Manufacturer narrative:
The reported issue of the autopulse exhibited user advisory (ua) 41 (patient temperature sensor failure) error message was not confirmed during the initial functional testing however was confirmed in review of the archive data. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported ua 41 error message. Therefore, a root cause of the ua 41 could not be determined. Visual inspection was performed and front cover was observed to be cracked. The damages appear to have been caused by normal wear and tear. The autopulse platform is a reusable device and was manufactured on 12/29/2012. It has exceeded its expected service life of 5 years. Functional testing was performed and found no issue. Additionally, as a precautionary measure, the temperature sensor was replaced. Unrelated to the reported issue, power distribution board (pdb) and front cover were replaced. The platform was tested using the manikin with lrtf (large resuscitation test fixture) with continuous compressions with a good known test batteries until discharged and passed with no issue or faults observed. Archive review showed numerous ua41 error messages on (B)(6) 2017 and not on the reported event date of (B)(6) 2017. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4) .

Event description:
During training at the customer's site, the autopulse platform (sn (B)(4)) did not function as intended. The platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message. Customer was able to start the platform but the lifeband did not retracted so the platform was not able to start compression. The customer tried to lift up the lifeband and reposition the manikin multiple times; however, the error message persisted. The lifeband was replaced several times and customer was able to clear the error message after 15 minutes of troubleshooting. No patient involvement was reported.